Manufacturer narrative:
The cartridge has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the cartridge has not been returned to animas. A retain sample from the same lot of cartridge was tested by product analysis on 03/10/2015 with the following findings: a visual inspection of the retain cartridge was performed. No damage or defects were noted. A fill test, a force test and a leak test were performed on the retain sample and it met passing criteria. The cartridge force readings were confirmed to be within specifications; no failures related to the loss of prime complaint were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A review of incoming inspection record indicated that the lot met release criteria.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was over 600 mg/dl with no associated symptoms reported. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. The reporter alleged that there was a loss of prime issue the day before the call. Reportedly, the pump alerted for loss of prime one time and the reporter was able to complete prime step with cartridge change. No sudden change in force or temperature was noted and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was not followed. This complaint is being reported because the patient experienced severe hyperglycemia related to a use error in that the cartridge instruction for use was not followed.